Event description:
Customer reported the left monitor is blank. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitors. System operates as intended. This MDR is related to ge healthcare.